Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely elevated cardiac troponin I (tni) result obtained on the dimension exl with lm instrument. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. The available instrument data did not show an issue with the dimension tni reagent or instrument. Quality control (qc) and calibration were within expectations. The instrument data showed an atypical aspiration pattern for both the troponin and the hemolysis, icteric and lipemia (hil) index for the initial patient sample ID (B)(6) result. No other samples processed on (B)(6) 2019 had an atypical aspiration. The system is operational. The cause of the event in is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient serum sample on a dimension exl with lm instrument. The discordant result was not reported to the physician. The same sample was reprocessed the same day on the same instrument, a lower correct result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.